Manufacturer narrative:
Insulin pump was received with scratched case, broken and missing retainer, missing reservoir tube o-ring, pillowing keypad overlay, cracked select button keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had many scratches on the display window. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.